Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin (ox) mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos combo type 20 panel and oxacillin-resistant results on a secondary method that was also performed for the clinical isolate. Additionally, account reported that oxacillin resistance was confirmed by a reference laboratory. Account correctly reported isolate as resistant to the physician based on the result of alternate methods. No report of injuries associated with the susceptible result being obtained.

Manufacturer narrative:
H6. Evaluation codes: method;-contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation codes: results-clinical isolate has not yet been received from the customer. Evaluation codes: conclusions;-clinical isolate testing is pending. Overall oxacillin performance of dried pos panesl is acceptable.